Manufacturer narrative:
(B)(4).

Event description:
It was reported decreased sensing amplitude was observed due to lead dislodgement. The lead was explanted and replaced. The patient condition is okay.